Manufacturer narrative:
The biomed reported the spo2 readings were lower then normal and then the x3 stopped taking spo2 measurements. Multiple known sensors were used to verify the issue was with the device. The customer was provided part identification for repair/replacement purposes. The customer is taking responsibility for servicing the device.

Event description:
It was reported that the spo2 readings are lower then normal and then the device stops taking spo2 measurements. The device was not in use on a patient at the time of the event. There was no adverse event reported.